Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -10.50 diopter, into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to patient experienced a refractive surprise. The lens was replaced with a different model but same length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -10.50 diopter, into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to patient experienced a refractive surprise. The lens was replaced with a different model but same length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a vial. Visual inspection found no visible damage to the lens. There was a spot on the lens surface. Dimensional and refractive verification was performed and the lens was found to be in specification. Claim #(B)(4).